Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was advanced through the entire length of the microcatheter without noticeable resistance. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31309396 number, and no non-conformances related to the malfunction were identified. The lab-sample guidewire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU ent 4.5 mmd 22 mml wno dstl tp intracranial stent (enc452200, 9061784) became impeded in the proximal of a prowler select plus 150/5 cm microcatheter (606s255x, 31309396) and could not advance any more. The physician tried to retract the stent but it was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with new devices to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported. No additional information is available. The device was not returned; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31309396 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9061784) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31309396) and could not advance any more. The physician tried to retract the stent but it was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with new devices to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.